Event description:
Related manufacturer reference number: 3006705815-2023-05823. It was reported that the patients ipg was not charging properly. Surgical intervention took place where the ipg was explanted and replaced to address the issue. During surgery the leads were explanted and replaced as well due to the patient's buildup of scar tissue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000100034.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.